Manufacturer narrative:
The actual devie fragment was returned for eval and compared to an unused retained sample from the same lot. Examination under 20x magnification revealed indents, as from needle holders, on the reverse side of the fragment. Further analysis by electron probe micro analysis found a difference in the metal alloys indicating the returned fragment is not of the same make up as the retained sample. Co searched co's data base and found no other complaints against this lot. Manual bond testing on the retained samples found none broke during testing. Co is unable to confirm the complaint and it appears the fragment is not from the reported lot.

Event description:
A pt underwent knee surgery. After the operation the pt reported "big pain" in his knee. An x-ray showed a small piece of metal in the knee. A second operation was requested and the surgeon removed this piece of metal and identified it as a small part of a neelde end.